Event description:
The device was returned to the manufacturer for a general check. It was analyzed and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the battery drawer was broken. It was also noted that the upper case, lower case, one side bail cover, lead flex cover and ring cover were broken, and the ring was bent.